Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and poor measurements during implant procedure. Rv lead was never implanted and was replaced. No patient complications have been reported as a result of this event. 2020-02-24: it was further reported that the rv lead was undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was undersensing.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and poor measurements during implant procedure. Ra lead as never implanted and was replaced. No patient complications have been reported as a result of this event.